Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing power spikes up to 10 recently, with the normal range being at 6-7. In review of the patient's history, he had dramatically increased his water consumption to 6 liters a day and that his sodium intake had gone up as well. He was overloaded with fluid and was counseled on same. The patient was sent home to monitor his power levels, salt and fluid intake. He continued to do well. Log files were later submitted to the manufacturer for review which contained 14 power elevations above 10 watts. All but 2 of the power elevations were associated with pi events. The power did appear to normalize. Subsequently the patient underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Thrombus was confirmed through the evaluation of the lvad pump. The device was returned assembled with the percutaneous lead (lead) cut approximately 11" from the pump housing and a 2" segment of the severed portion of the lead was also returned. The sealed inflow conduit was returned detached from the pump's inlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were returned detached from the device. The outlet elbow was returned attached to the pump's outlet port. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of the formation and its areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was in operation supporting the patient. Although a root cause for the development of this formation could not conclusively be determined, it could have contributed to the power elevations that were confirmed through the evaluation of the submitted log file. Upon removal of the observed formations, the device was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.